Manufacturer narrative:
A complete investigation was not able to be performed as n product code, lot number or sample was provided. The article concluded fevar requires larger sheath sizes and therefore, renewed vigilance for such ischemic complications is necessary.

Event description:
Article received: charitable, j. A. (2017). Lower extremity compartment syndrome after elective percutaneous fenestrated endovascular repair of an abdominal aortic aneurysm. Journal of vascular surgery cases and innovaqtive techniques, 41-43. Purpose: to present the case complicated by bilateral lower extremity compartment syndrome. Per the article adverse events included compartment syndrome exacerbated by vascular disease.